Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 320 mg/dl (ss) and 126 mg/dl (hcp) respectively (154% difference). No symptoms were reported. Pt is not using proper technique to apply blood sample to the test strip. There was no allegation of harm.